Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: appropriate term/ code not available.

Event description:
Patient reported "serous emphysema" and "bia-alcl." Healthcare professional later confirm a varied injuries to be reported. This record is for an unknown side. Device remains implanted.

Event description:
Patient reported right side "emphysema" (captured as varied injuries) and seroma (confirmed by physician). The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d1, d2, d4, d6(a), d6(b), g2, g4, h4, h6.